Event description:
Pt had an allergan lap band implanted on (B)(6) 2010. She returned to physician's office on (B)(6) 2011, to have to port filled with saline. Pt stated that the physician had extreme difficulty inserting the needle into the port. She further alleged that he continuously removed and reinserted the needle to the point that the pt experienced pain and asked him to stop. After this incident, the pt noticed that she had no more resistance. She was eating more and gain weight. In (B)(6) 2012, the pt returned to the physician to find that the port had leaked and that it was completely empty. This led her to believe that the port had ripped at her last visit in (B)(6). She then contacted the MFR and reported the problem and they also agreed that to port must have ripped. They informed her of the recall on the port issued in (B)(6). She believes that the physician was aware of the recall before he attempted to fill the port.